Event description:
It was reported that a right atrial lead integrity alert (lia) tripped due to low impedance. The lead remains in use after the audible alert was supressed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935: implantable tachy lead, (B)(6) 2013, 4194: implantable pacing lead, (B)(6) 2013, (B)(4).